Event description:
It was reported that 8 instruments are leaching a brown residue from the handles. There was a delay to a procedure to reclean the instruments. The next time through sterile processing the handles began leaching again. The consultant replaced all parts through a por, as they were needed for upcoming cases. Instruments were reportedly old and needed replacing. This is 6 of 10 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 3/21/12.

Event description:
This is report 6 of 10 for complaint (B)(4).